Event description:
It was reported that the pump, upon testing, has an error that either states, unknown cassette type on installing, or cassette installed incorrectly after testing. Additionally, the device tries to power on under battery power, but shuts off quickly. When plugged into alternate current power supply, if you boot the pump up to the status screen, it states that the batteries are removed. The above error was discovered during preventive maintenance testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the defective dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. Previous repair should not have impacted the dso functionality. The issue is unrelated to the previous repair. Therefore, there is no reason to take further action to address the issue., corrected data: d4: correction: model number: 2120.